Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split extension tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that rn started infusion and patient's dad noted blood coming from huber setup, noted cracked tubing below port connection. Additional info received patient is 1 year and 7 months old, 10.3kg with a history of b-all. Rn started infusion and patient's dad noted blood coming from huber setup, noted cracked tubing. Tegaderm IV advanced dressing was over the needle and proximal portion of the tubing, not the place where crack was noted.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that rn started infusion and patient's dad noted blood coming from huber setup, noted cracked tubing below port connection. Additional info received patient is 1 year and 7 months old, 10.3kg with a history of b-all. Rn started infusion and patient's dad noted blood coming from huber setup, noted cracked tubing. Tegaderm IV advanced dressing was over the needle and proximal portion of the tubing, not the place where crack was noted.